Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received. Reportedly, the cartridge had been filled with 200 units of insulin. There was no reported adverse impact to the customer's blood glucose level. During follow-up, customer reported pump was working as intended.